Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 54 (mg/dl). Customer consumed juice and candy to stabilize bg level. Customer indicated that health care provider has been contacted for guidance on diabetes management.